Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was over 600 mg/dl at the time of admission. The customer also reported receiving a no delivery alarm prior to their hospitalization. The customer stated they have been vomiting for three days prior to their hospitalization. The customer was treated with an IV drip of fluids, novalog and levantar. Customer stated their site was not bent. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.